Event description:
The customer reported the Olympus Colonovideoscope had a blackout during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.E1 - Address: (b)(6).